Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis confirmed normal battery depletion.

Event description:
It was reported that the patient presented to clinic in backup vvi mode. The patient's presenting rhythm was 67.5 ppm vvi paced. The device was explanted and replaced due to nearing elective replacement indicator (eri).